Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal on (B)(6) 2019 in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('metal wire is embedded in the myometrium in the right cornu') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endocervical squamous metaplasia, uterine leiomyoma, torsion of hydatid of morgagni, paratubal cyst and adenomyosis uteri. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), heavy menstrual bleeding ("menorrhagia") and dyspareunia ("female dyspareunia"). The patient was treated with surgery (total left scopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, dysmenorrhoea, heavy menstrual bleeding and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, embedded device and heavy menstrual bleeding to be related to essure. The reporter commented: on the patient's left side, attempts were made to cannulate the left fallopian tube with the essure device; however, it would not pass and kept bending. After multiple attempts, we decided to stop the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: patent left fallopian tube and apparently occluded right fallopian tube. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: metal wire is embedded in the myometrium in the right cornu. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 29-jun-2021: mr received. Reporter information, patient middle name, medical history, lab data, rcc added. Event: medical device removal updated to event: metal wire is embedded in the myometrium in the right cornu. Events dysmenorrhea; menorrhagia; female dyspareunia added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal on (B)(6) 2019') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.